Event description:
True care (B)(4) 7" ext failure lot 20100811. Extension set separated while connected to patient, leaving end of central line open to infection. Patient was on tpn at the time. Reason for use: allow patient to access central line to administer tpn.